Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Adverse events that may be associated with the use of ventricular assist systems, other than death, include respiratory dysfunction and hemolysis. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. Devices remain implanted.

Event description:
Patient's relatives reported to implant hospital that patient expired at home after suffering a pulmonary hemorrhage. Patient had history of "ups and downs" the device has not been returned to heartware for further evaluation. Investigation is ongoing.